Manufacturer narrative:
(B)(4). The sample was not available; therefore, an evaluation could not be performed, the condition could not be confirmed, and a root cause could not be determined. A follow-up report will be filled upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Age at the time of event (B)(6).

Manufacturer narrative:
(B)(4). Initial submission incorrectly indicated the problem was not confirmed and the cause was undetermined; however, the alarm was confirmed and it was determined to be caused by a use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp confirmed he disconnected the supply bag during therapy. The hp stated he did this because the bag was empty. The hp explained that he did notify his nurse the alarm occurred and was advised on proper procedures. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during dwell 4 of 4. The home patient (hp) stated they were still connected. The hp stated the supply bag was empty, and there was solution in the heater bag only. The hp stated they had disconnected the empty bag from the supply line. The baxter technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm. The tsr assisted the hp to cycle the hc off and on. The hc alarmed se 2367. The tsr assisted the hp to cycle the power again back to press go to start. The hp would finish therapy with a manual bag. Baxter contacted the registered nurse (rn) on (B)(4) 2011. The rn stated the patient had not reported the se 2240 event. The rn stated they had not seen the patient, but the patient was due in the following day and they would speak to the patient then. No patient injury or medical intervention was reported.